Event description:
It was reported that an urgent battery analysis was requested involving this device. A review of the device data by technical service (ts) confirmed that the device power consumption was increasing abnormally. The device was malfunction and should be explanted. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the emblem s-ICD overstress and emblem s-ICD premature depletion update advisory population.

Event description:
It was reported that an urgent battery analysis was requested involving this device. A review of the device data by technical service (ts) confirmed that the device power consumption was increasing abnormally. The device was malfunction and should be explanted. No adverse patient effects were reported.

Event description:
It was reported that an urgent battery analysis was requested involving this device. A review of the device data by technical service (ts) confirmed that the device power consumption was increasing abnormally. The device was malfunction and should be explanted. No adverse patient effects were reported.